Manufacturer narrative:
(B)(4).

Event description:
Customer did not have diabetic ketoacidosis. Customer alleged under delivery.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer blood glucose level at the time of incident was 480 mg/dl and his current blood glucose level was 223 mg/dl. Customer experienced symptoms such as tired. Customer was used insulin pump system within 48 hours of reported high blood glucose level event. Insulin pump had insulin flow blocked alarm and event was resolved by complete set change. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.